Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a cracked case at display window corner, cracked display window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 159mg/dl. The customer stated that she pushed back the drive support cap into the insulin pump and currently it is too low. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.